Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pam151 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the surgery, the needle was detached from the suture easily during suturing. It was not a control release needle. There were no adverse consequences to the patient.